Event description:
It was reported that a patient allegedly fell due to the facility installing a bed extension that deactivated the bed alarm. The patient sustained a knee abrasion (no stitches required) and also received a head CT as a precaution as the patient was on blood thinners. No other injury was found.

Manufacturer narrative:
The customer admitted this was a user error as the bed was not properly zeroed with the bed extender so the bed exit did not function properly. The stryker sales representative provided an inservice training to the staff including nursing on installing bed extenders and setting bed exit.